Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump had to be pressed multiple times and harder before they respond. The customer¿s blood glucose level was up to 146 mg/dl. Customer was advised to observe time clock for one minute; however it was changed. Customer also stated that the insulin pump had scratch went diagonally from bottom left corner of the screen to upper right corner of the screen, battery cap slot was worn down and it was hard to remove and attach; however it was working fine. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Device received with minor scratched lcd window and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.